Event description:
Event occurred regarding a 72" (183cm) smallbore ext set w/ anti-siphon valve, clamp, luer lock where the report stated that "the tubing started leaking at the joint in hub and not at the connection to the IV tubing but within the hub itself. The event was discovered in the operating room when the patient started to wake up during a procedure because the medication was going to the floor instead of the patient.". There was patient involvement but no adverse event reported.

Manufacturer narrative:
Additional reporter: (B)(6). Investigation summary: the reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. No lot received for a device history review.